Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that patient experienced discomfort located at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was repositioned to address the issue.

Event description:
It was reported the patient would be undergoing surgical intervention. No further information is known at this time.

Manufacturer narrative:
Date of event is estimated.